Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This event occurred upon power up in the "med surg" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed during a review of the pump's event history. The root cause was determined to be user error; specifically, it was identified that the pump was not charged for 12 hours after battery low/battery depleted set occurred. The main batteries and battery harness were replaced to correct the reported condition. Upon review of the operator's manual, sufficient instructions exist for the user to follow to prevent this problem. Should additional information be received, a follow-up medwatch will be submitted.